Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 45-year-old female patient who had essure (batch no. 977932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2002), rectal bleeding, hemorrhoids and drug allergy. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash / perpetual rash"), mood altered ("hormonal changes / emotional fluctuations"), migraine ("migraines/headaches") and pruritus ("itch on back") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced perinatal depression ("psychological injuries / depression postpartum"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have uterine leiomyoma ("autoimmune disorder / fibroids"). The patient was treated with surgery (hyst. (Full), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rash, perinatal depression, bladder disorder, urinary tract disorder, mood altered, fatigue, weight increased, uterine leiomyoma and migraine had not resolved and the pregnancy with contraceptive device, pelvic pain and pruritus outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered bladder disorder, dysmenorrhoea, fatigue, migraine, mood altered, pelvic pain, perinatal depression, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012. Discrepancy noted in date of removal: (B)(6) 2018 patient received treatment for-dysmenorrhea (cramping), rash/skin condition, psych injury, bladder/urinary problem, hormonal changes, fatigue and weight gain. She had other essure related surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: lot number and reporters added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 45-year-old female patient who had essure (batch no. 977932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 (11/6/1996, 03/9/2002), rectal bleeding, hemorrhoids and drug allergy. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash / perpetual rash"), mood altered ("hormonal changes / emotional fluctuations"), migraine ("migraines/headaches") and pruritus ("itch on back") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced perinatal depression ("psychological injuries / depression postpartum"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have uterine leiomyoma ("autoimmune disorder / fibroids"). The patient was treated with surgery (hyst. (Full), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rash, perinatal depression, bladder disorder, urinary tract disorder, mood altered, fatigue, weight increased, uterine leiomyoma and migraine had not resolved and the pregnancy with contraceptive device, pelvic pain and pruritus outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered bladder disorder, dysmenorrhoea, fatigue, migraine, mood altered, pelvic pain, perinatal depression, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012. Discrepancy noted in date of removal: (B)(6) 2018. Patient received treatment for-dysmenorrhea (cramping), rash/skin condition, psych injury, bladder/urinary problem, hormonal changes, fatigue and weight gain. She had other essure related surgery on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Lot number: 977932 manufacture date: 2012-04 expiration date: 2015-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2002), rectal bleeding, hemorrhoids and drug allergy. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash / perpetual rash"), mood altered ("hormonal changes / emotional fluctuations"), migraine ("migraines/headaches") and pruritus ("itch on back") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced perinatal depression ("psychological injuries / depression postpartum"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have uterine leiomyoma ("autoimmune disorder / fibroids"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rash, perinatal depression, bladder disorder, urinary tract disorder, mood altered, fatigue, weight increased, uterine leiomyoma and migraine had not resolved and the pregnancy with contraceptive device, pelvic pain and pruritus outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered bladder disorder, dysmenorrhoea, fatigue, migraine, mood altered, pelvic pain, perinatal depression, pregnancy with contraceptive device, pruritus, rash, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 and (B)(6) 2012. Discrepancy noted in date of removal: (B)(6) 2018. Patient received treatment for-dysmenorrhea (cramping), rash/skin condition, psych injury, bladder/urinary problem, hormonal changes, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received: event: itch on back was added. Event coding was changed from psychological disorder to perinatal depression, hormonal changes to mood altered. Event onset date rcc note, severity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash"), skin disorder ("skin disorder"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, psychological trauma, rash, skin disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6)2012 and (B)(6) 2012. Patient received treatment for-dysmenorrhea (cramping), rash/skin condition, psych injury, bladder/urinary problem, hormonal changes, fatigue and weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury to herself updated to new events dysmenorrhea (cramping), rash, skin allergy, psychological injuries, bladder problems, urinary problems, hormonal changes, fatigue and weight gain, device monitoring procedure not performed. Was added. . Reporter and patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2002), rectal bleeding, hemorrhoids and drug allergy. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash"), skin disorder ("skin disorder"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), autoimmune disorder ("autoimmune disorder"), pelvic pain ("pain") and migraine ("migraines/headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, fatigue, weight increased, autoimmune disorder and migraine had not resolved and the pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 and (B)(6) 2012 patient received treatment for-dysmenorrhea (cramping), rash/skin condition, psych injury, bladder/urinary problem, hormonal changes, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events added: pregnancy (with complications), autoimmune disorder, pain, migraines/headaches and device ineffective. Medical history and reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.